Event description:
Correctional information indicating episodes of oversensing resulting in noise was observed on the device.

Event description:
During an in-clinic follow-up, episodes of oversensing resulting in noise and inappropriate automatic mode switch were observed on the device. The device was reprogrammed to resolve the event. The patient was stable with no consequences and will continue to be monitored.